Event description:
It was reported that the recharger was not turning on. It was confirmed that no environmental, external, or patient factors contributed to the event. The device was reset by a long press and hold, but this did not resolve the issue. A demo charger was provided to the patient. No surgical intervention occurred or was planned. The patient was alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the recharge ((B)(6)) found that led¿s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.